Manufacturer narrative:
A field service engineer (fse) was dispatched who replaced the check valves but the problem persisted. The column was replaced and the flow rate was adjusted. Customer ran qc and patient samples with no issues. No further action required by fse the probable cause of the event was related to the pump check valves. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2016 a customer reported dipping below baseline with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results